Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The impedance trend on the rv (right ventricular) pacing lead was variable. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum v-pace impedance varies between 437 and greater than 4000 ohm between the weeks ending (B)(6) 2014.

Event description:
It was reported that the right ventricular lead had a sudden increase in the pace/sense impedance and insulation damage between the svc and hvb coils. Lead fracture is suspected. Damage may be due to crush by device near connection of pace/sense is1 connector and insulation failure between svc <(>&<)> hvb coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.